Manufacturer narrative:
The pump was received with motion sensor test failure alarm during rewind due to motor encoder signal out of phase. The pump was unable to perform any test due to the alarm. The pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call of a motion sensor test failure alarm from the insulin pump. The customer's blood glucose reading was 164 mg/dl. The customer stated that she also got stuck within the rewinding cycle. The customer was assisted with clearing the alarm with the escape and act buttons. The customer was assisted with the displacement test. The customer stated that the test failed. The customer stated that after clearing the alert, the pump rewound and stopped half way. The customer was unable to perform the test. The customer will return the pump for analysis.